Event description:
Patient presented to the physician with an infection with bacteria. Physician prescribed antibiotics and brought the patient into the or 8 days later and removed the entire inspire system.